Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va27wzn, implanted: (B)(6) 2020, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 19-feb-2022, UDI#: (B)(4), b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller stated the patient fell last year and this fragmented the leads, which was confirmed via x-ray. Caller stated patient had tried to have an MRI somewhere else and device wouldn't go into MRI mode/wouldn't connect and then in (B)(6) 2025 the entire system was explanted and replaced.